Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and non-malignant pain. The patient was seeing the low ins battery icon on their patient programmer. They have not seen the elective replacement indicator (eri) or end of service (eos) message. The patient could not feel stimulation 3 or 4 weeks ago so they turned the stimulation off. They turned it on today and felt the stimulation come back on but then noticed the low ins battery icon. The patient has never seen this icon before. The loss of stimulation was considered sudden but could be expected given the age of the ins. The rep would follow up with the patient to discuss further. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2017-nov-29. The cause of the low battery icon was due to a normal battery depletion and it being at end of service (eos). The implantable neurostimulator (ins) will be scheduled to be replaced as the clinic agreed. No further complications were reported/are anticipated.